Event description:
The complainant stated that the head section can only be raised intermittently. He has to press the up button 2 - 3 times.

Manufacturer narrative:
A follow-up report will be sent once the customer discloses their investigation.